Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported the rv lead was oversensing. The oversensing may be due to myopotentials. Reprogramming was performed. No adverse consequences were reported. The patient's condition was good.